Event description:
The technician alleged that the bed would not send nurse call when the ppm alarms at the bed. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.